Event description:
It was reported the patient wanted the pump explanted because they wanted more oral medications. It was unknown whether the patient felt the pump was working or not. The pump was explanted and it was noted the patient was ¿crazy and wanted it out.¿ the patient wanted the doctor to give her more pain medication and there were times when she would say it would give her pain relief. The doctor said the infusion system was working for the patient and the doctor said he did not believe there was anything wrong with the pump. It was further reported the patient was not happy with her pump and told the healthcare provider (hcp) it was not helping her pain and she wanted it out so the hcp explanted the pump. The pump was being used to deliver bupivacaine and dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).